Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information received from the field representative indicates that the pacemaker was explanted and then was used as an external temporary device. Moreover, the temporary system was explanted when the patient was re-implanted with a new system. Furthermore, the patient also had (B)(6). There were no additional adverse patient effects reported. The pacemaker was explanted.